Event description:
It was reported from a clinical study that a patient passed away due to probable sudep not related to the vns implant procedure or stimulation/device. It was noted that the event vent had a causal relationship to primary condition (epilepsy) and was possibly relation to other medical condition. No device failure reported. No further relevant information has been received to date.